Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had high capture thresholds and high pacing impedance. The patient was asymptomatic. No changes were made and there were no consequences to the patient.